Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an ablation based procedure, the navigation system did not have patient exams that could be merged in the application software. It was noted that the exams were present in the previous task of "select patient" in the software. Additionally, restarting the navigation system did not restore functionality. It was reported that the navigation system was being used to plan coordinates for the procedure utilizing a separate ablation system for the therapy. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. The archive from the procedure was received by medtronic personnel. The reported issue could not be replicated with the archive.